Manufacturer narrative:
During inspection and testing, the adhesive part of the objective lens was found to be peeled off due to handling. The reported issue (dark display) was not confirmed. However, black scratches and noise was observed on the image. In addition, service found the adhesive on the bending section cover was scratched, and chipped. The video connector, and the video connector case was cracked due to external factors. The device failed the insulation test due to damaged hard tube. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device displayed a dark image. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during device evaluation (adhesive peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
Device manufacture date- oct 19, 2009 should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.